Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient is in good condition.